Manufacturer narrative:
An RMA has been issued requesting to have the fenestrated bipolar forceps instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the fenestrated bipolar forceps (part # 471205-17 / lot# n11200824- 0063) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used by this facility on (B)(6) 2021 on system (B)(4). The instrument has a max of 6 remaining uses. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being classified as a reportable malfunction due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event. However, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted hysterectomy surgical procedure, the surgeon was resecting a fibroid and the fenestrated bipolar forceps (fbf) instrument arced towards the monopolar curved scissors (mcs). The fbf instrument was inspected and a burn mark was observed on the insulation of the forceps with the camera. The burn mark is a little difficult to see when not under the endoscope, but it was visible. The instrument was removed from the patient, the patient's abdomen was inspected, and no damage was evident. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fbf instrument was inspected prior to use and no damage was observed. The mcs tip cover accessory was placed on the mcs with the installation tool and electrolube applied to the mcs prior to installation. The arcing was observed towards the end of the procedure and the site had been using the instrument off and on for about 45 minutes consistently, and for dissecting the fibroid, less than a min. The site did not notice if the fbf had collided with any other instrument or tool during the procedure, however confirmed that the mcs, fbf, and prograsp forceps were inside the abdomen at the time of the event but were not in close proximity. The site was using an erbe during the procedure and had set the esu settings to 4 for both cut and coag. The site confirmed the procedure was completed with no injury and the patient has not experienced any known complications as a result of the incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have signs of melting/thermal damage to the conductor wire¿s insulation. The damage did not expose the conductor wire. The instrument passed electrical continuity test. The root cause of this failure is a component failure.

Event description:
Refer to h10/h11 for follow-up information.